Manufacturer narrative:
A company sales representative is scheduled to visit with the surgeon to discuss the reported problems. None at the facility has stated that these events are a direct result of any alcon product. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6) health devices, hazard update: (B)(6) most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was offered to the surgeon, to which he responded not to bother as he was well aware of the (B)(6) report and has tried all the different approaches. The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).

Event description:
A surgeon reported he has had five corneal burns since installation of the system. Additional information was received from the surgeon reporting he was not sure about the number of patients involved. According to the doctor, he makes a 2.8mm incision, and uses a reusable straight phaco tips (a non-alcon product that has a sleeve with no irrigation ports). The surgeon stated he is accustomed to using these same tips with previous systems and had not had any issues. He also stated that he only uses the ozil function on very dense cataracts and generally uses the phaco ultrasonic power only. The nurse additionally reported that to her knowledge there had only been 3 patients involved. The surgeon has placed one suture in all but one patient who required three sutures.